Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced fatigue, constant urination and constant thirst. The patient was not treating himself for properly due to the cgm reading 150 mg/dl and no bg reading was provided. The patient´s wife took patient to the hospital and there they took a bg reading which was 600 mg/dl and the cgm reading was 125 mg/dl. At the hospital the patient was treated with intravenous insulin and diagnosed with diabetic ketoacidosis. At the time of the call the patient was still hospitalized. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient went to the hospital. The reported glucose values fall within the d zone of the parkes error grid calculator when the hospital did a blood check. No additional patient or event information is available.